Event description:
Information received indicates that pump is running, but no food is pumping through. The pump will stay on for a few minutes and then just stop for no reason with no alarms. Rate and dose are 3339 ml/hr and infinity. Customer can not provide any additional information.

Manufacturer narrative:
Pump was tested for accuracy using water. Pump was delivered amount within specification (+/-5percent). Pump also tested at customer's program provided, pump ran with no alarm over night. All alarms have been checked and worked properly. Complaint could not be confirmed.